Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03371. It was reported the pt went to the ER per her physician's orders due to a bleeding open wound at her scs ipg pocket site that occurred while the pt was charging her scs system. Follow-up identified the pt's wound looked "acceptable" per the physician who last saw the pt. There is no add'l info at this time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.